Manufacturer narrative:
Results: fowler release handle.

Event description:
It was reported by service report that there is broken fowler release lever. No patient involvement is reported, however it is unknown if there are adverse consequences.